Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did not determine the cause. The patients device was replaced. The hospital has the old battery, if they give it to the rep, they rep stated they will send it back.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2zagt; implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2zagt. Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient (pt) has not got benefit since implant date, (B)(6) 2024, and was not feeling stimulation. Caller noted during the implant procedure the pt only had good motor response on 2-3 contacts. The motor response during implant issue was on the implant date and rep would have been notified of this on the implant date (B)(6) 2024. The pt met with doctor last friday and the doctor tested a couple programs and the pt is not feeling any stimulation. The rep was notified of not feeling stimulation on this previous friday, (B)(6) 2024, and confirmed this by speaking to the patient today. The pt is to have a lead revision tomorrow. The reason for the call was the caller wanted to know if the pain system would have an impact on pt's motor response/therapy. Additional information was received on 2024-sep-04, the rep called post-op to report they replaced the lead and got good motor response inter-op. Rep reports all impedances are good. Rep reports the pt is not feeling stimulation. Technical services (ts) reviewed they may need to program ins and see if the pt gets good therapy control.